Event description:
Reported as a defective port. Event was clarified as a port leak.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device found an opening in the port tubing between the stainless steel connector and the injection site. The opening is consistent with puncture by a needle and may be the source of the leakage. Another breakage was noted in the band tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."